Event description:
Additional information stated that the patient was getting "good relief" from her symptoms and had no problems with her system. It was also stated that the patient was receiving "excellent pain relief" and was doing well. The patient saw her healthcare provider on (B)(6) 2013.

Manufacturer narrative:
Product ID 748966, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748966, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3587a, lot# lb2359, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type lead; product ID 3587a, lot# lb2359, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a lack of therapeutic effect and two leads were replaced. The patient reportedly had a loss of therapeutic effect since her last battery replacement in (B)(6) 2012. It was noted that impedances were 'all out' at that time. It was also stated that impedances were 'out of range' prior to explanting the device. It was stated that 'the entire system was explanted and the battery was saved for reimplantation with the new leads.' After replacement, impedances were 'within normal limits.' The patient verbalized confirmation of therapeutic effect in the post anesthesia care unit after the procedure. Follow up information has been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).